Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after a lead integrity alert (lia) was triggered due to oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The implantable cardioverter defibrillator (ICD) was suspect of sensing/detection problems. The right ventricular (rv) lead was suspect of double counting r-waves, sensing p-waves and the qrs complex. The ICD and rv lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.